Event description:
A report was received that a patient underwent a pocket revision due to pocket pain. The physician relocated the pocket site from the back side on the right to the front. The patient is reportedly doing well.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.